Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 23 mg/dl. The customer reported passing out. The customer was not wearing the insulin pump at the time of hospitalization. The customer is on manual injections and is also pregnant. No troubleshooting occured.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart alarm error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window. No unexpected restart of pump noted.